Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with a complete supply change for an ilet system using an inset 23" 6 mm infusion set, completed the change successfully, and experienced hyperglycemia with a blood glucose of 191 mg/dl for approximately 20 minutes without device alerts or back-up therapy. Symptoms included hyperglycemia without ketones or acute clinical effects. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the device functioned without alarms and that the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.